Event description:
It was reported that the patient developed an infection at the incision site. It was mentioned that the incision site appeared as if it may be opening in a few spots. The cause of infection was unknown. Additional information was received that the location of the infection was on the battery pocket and the patient was placed on antibiotics as a precaution. The patient no longer had infection and no additional follow up has been required.

Manufacturer narrative:
Correction to the initial MDR in block a6.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7075107.

Event description:
It was reported that the patient developed an infection at the incision site. It was mentioned that the incision site appeared as if it may be opening in a few spots. The cause of infection was unknown.